Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had high blood glucose all day today. Customer has changed the infusion set 3 times and the reservoir once. Customer stated that her blood glucose will not stay down. Customer stated that she has also received multiple no delivery alarms. Customer received a motor error alarm. Customer's blood glucose was 470 mg/dl at the time. Customer rewound the pump and was able to get insulin to exit. Customer did not receive another motor error alarm. Customer only received 1 motor error alarm in the alarm history. Customer reported that the pump triggered a no reservoir alarm. Customer had blood at site when she changed her infusion set today. Customer stated that the site does not show signs of infection and the site is not actively bleeding. Customer's blood glucose was 411 mg/dl during the no delivery alarm and is currently at 470 mg/dl. Customer has been treating with the pump. Customer treated with a correction bolus via syringe of 5 units.